Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. The 2.25x24mm promus element plus stent delivery system was advanced to the lesion. The physician moved the device back and forth at the lesion and it was noted that the stent was lifted, therefore; they were unable to deploy the stent. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).